Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically present and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship is not affected by this report.

Event description:
Pyrexia. Generalized malaise. Joint fluid retention. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc hylan (g-f 20) injection at a dose of 2 ml per week. On (B)(6) 2012, the pt had the injection and the next day joint fluid retention (joint effusion) developed. On (B)(6) 2012, the pt experienced generalized malaise and pyrexia and was hospitalized. The action taken with synvisc treatment was not provided. The outcome for the events of generalized malaise, pyrexia and joint fluid retention was not provided. Relevant concomitant medications reported include benidipine hydrochloride, candesartan cilexetil and isosorbide mononitrate. The reporting physician also commented that the pt might have done exercise after the injections because she loved marathon. The intensity of the events of generalized malaise, pyrexia and joint fluid retention was not provided. The relationship between synvisc and the events of generalized malaise, pyrexia and joint fluid retention was not provided by the physician.